Manufacturer narrative:
Dates estimated. The unique device identifier (UDI) is unknown because the part number was not provided. The devices were not returned. The lot history record review was not performed because this incident was based on an article review and no device/lot information was provided. The similar complaint review was not performed because this complaint was based on an article review and no device/lot information was provided. Based on the available information, a cause for the reported patient effect of heart failure could not be determined. The reported patient effect of heart failure is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect is filed under a separate medwatch report number. Article attached: 3-year outcomes of transcatheter mitral valve repair in patients with heart failure.

Event description:
This is filed to report heart failure and prolonged hospitalization it was reported through a research article identifying mitraclip devices that were related to the following outcomes: heart failure, prolonged hospitalization and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "3-year outcomes of transcatheter mitral valve repair in patients with heart failure." No additional information was provided.